Event description:
The reporter stated the device displayed glucose readings in the 300-400 mg/dl range. The user dosed insulin and passed out about thirty minutes later. She was taken to the hospo and her glucose was 24 mg/dl. She was treated with glucose.